Event description:
A doctor reported approximately 15 years following an intraocular lens (iol) implant procedure, the lens became 'clouded'. The lens was exchanged.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Manufacturer narrative:
The lens was returned in two pieces. Solution and fibers were dried on the lens. The lens may be the reported model; optic dimensions correlate to this model. The lens was not cloudy upon return. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the report of ¿clouded¿ lens. The lens was not cloudy upon return. Investigation has been completed based on current information. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).